Manufacturer narrative:
A supplemental MDR is being submitted for correction. This event was confirmed to be a duplicate of existing case MFR report number 2015691-2023-12651. Based on these information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 7 months post-implant of a 29 mm sapien 3 valve in the mitral position via transfemoral approach, the valve failed due to stenosis. A valve in valve with a 29 mm sapien 3 ultra resilia was implanted with nominal volume.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.